Manufacturer narrative:
Additional information - d4, d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed as the worn out components were preventing the unit from being able to attach to the c-clamp. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was initially reported on (B)(6) 2020, the a1018 mayfield swivel adaptor was going to be sent to be inspected for repair. There was no patient contact or injury. There was no delay in surgery. Additional information was received on 01jun2020 that during a craniotomy procedure, the surgeon applied the skull clamp on the patient's head but the clamp did not attach to the mayfield base unit. Additional information received on 02jun2020 that the patient needed to be repinned using a different clamp.